Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was observed that the right ventricular lead had an insulation failure at the pin attachment. The lead was capped and replaced (B)(6) 2021. The patient was in stable condition.